Manufacturer narrative:
Concomitant medical products: 8042b crt-p implanted on (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) ring on the left ventricular (lv) lead was "defective" and resulted in high impedance. The lead was reprogrammed. Threshold testing after reprogramming was normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.